Event description:
An event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, it was stated in the report that when the IV bag is connected and the air filter side clamp is closed, the drip will keep flowing continuously. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.